Event description:
Philips received a complaint on the v60 ventilator indicating that, during an inspection, there was an oxygen not available alarm, and an oxygen device failed alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer replaced the device with another device of the same model. On 27jun2024, the authorized service provider (asp) evaluated the device, and the issue was not reproduced. The customer then requested that further service and repair be canceled, so the asp returned the device to the customer without further work being performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.